Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient fell and hit the back of their head. Upon device interrogation, it was found that electrode impedance showed miscommunication on pairs 0 & 1 and 0 & 3. The patient stated programs 1 and 4 were not working and both of these programs were using those pairs. They attempted to reprogram, but the system ended up getting replaced on (B)(6) 2019, resolving the issue without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.